Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user encountered repeated "unable to proceed" messages during fill tubing when a cartridge was inserted, with prior occlusion alerts noted, and the device behavior persisted despite a restart and successful dry-line priming without a cartridge. Symptoms included hyperglycemia above 400 mg/dl for several hours without ketone testing, medical intervention, or assistance. Outcomes included the need to discontinue pump use and transition to multiple daily injections until a replacement arrived. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.